Event description:
This pt had a port-a-cath implanted on 12/7/96. On 10/18/97 the pt was referred to the special procedures department for removal of a separated section of the port-a-cath. The fragment was removed without incident. The pt was released the same day.